Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00590103548, hex headed screw 3.5 mm hex 48 mm length, 65307240. 20090127agc, oscillating saw blade cutting: 90mm l x 20mm w x 1.27mm thick fits: zimmerâ®/synthesâ®, 372824. 42509908562, - 4-in-1 anterior referencing cut guide size 7, unknown lot. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02255.

Event description:
It was reported that there were metal shavings related to the fixation of the cutting block and screws or saw blade. All metal shavings were retrieved from the patient's wound. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further evaluation of this malfunction, this device malfunction has not caused a serious injury in this event or past events. Visual examination of the returned product shows signs of scratches. Photographs provided show metal shavings covered in blood. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.